Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) coils on the rv lead exhibited high impedances. A possible fracture was suspected, and the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found.